Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: hwcc complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is december 29, 2022. Initial reporter occupation: reporter is a synthes employee. Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent open reduction internal fixation (orif) on (B)(6) 2022, for distal femur fracture. The patient had experienced a distal femur fracture in the past, so this time they were treated with conservative therapy. The bone quality was so poor that the screw head was buried in the cortex even with the washer + condylar nut. On (B)(6) 2023, one-month postoperative x-ray showed gradual derotation compared to immediately postoperative. The surgeon commented that screws were not working well even though they were new, and he had difficulty using the screws during the surgery. There has been no revision surgery. This report is for a washer for nut ø 17.5/11.8mm sterile. This is report 3 of 3 for (B)(4) and captures screw rotary. Difficulty of screw insertion is captured under (B)(4).